Event description:
It was reported that the patient presented with a diagnosis of failed fusion-pseudo-arthodesis l4-5, l5-s1, chronic incapacitating pain with radiculopathy, gait disturbance, and spinal curve with scoliosis. The patient underwent alif and posterolateral fusion l4-5-s1. During the surgery, the implants were cut out from their scarred attachment into the end plates of the l4-5 and l5-s1 end plates but there was no fusion, especially at l5-s1 and to a lesser degree at l4-5. Once this was accomplished, then complete end plate resection and partial corpectomy was achieved at l4-5 and l5-s1 and resection of the anterior disk to the anterior spinal canal was achieved under direct visualization at l4-5 and l5-s1, accomplishing neural decompression. Once this was accomplished, the wound was copiously irrigated with normal saline. Then a peek cage filled with cancellous, autologous bone, and bone morphogenetic protein was impacted in the inter-disk space at l4-5 and l5-s1. Surgery was completed with extra difficulty due to prior surgical scar. The patient¿s post-operative period was reportedly marked by complications which included the need for additional surgery, painful medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation. The patient has experienced mental pain and emotional/mental damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.